Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box showed evidence that loss of cartridge detection had occurred. During testing, the rewind, load, and prime steps were performed successfully. A force sensor calibration test found that the force sensor was within calibration. The pump cover was removed and a cracked solder connection was found at the force sensor pins.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that after changing the cartridge, the pump pushed all of the insulin out of the cartridge during the load cartridge step. The reporter confirmed being disconnected from the pump during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.